Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked desferrioxamine. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Additional information: the device was returned to the compounding facility. During visual inspection, it was noted that the distal luer was detached from the tubing which caused the device to leak. The compounding facility noted that all of the acceptance criteria of the filled device were met prior to release of the lot. Should additional relevant information become available, a follow-up report will be submitted.